Event description:
Baxter (B)(4) received a report of a break in aseptic technique and peritonitis coincident with receiving dianeal pd2 therapy. On an unreported date, the patient began treatment with dianeal pd2 (unknown) bag (1.5% and 4.25% dextrose), (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was not reported whether dianeal pd2 (unknown) bag (1.5% and 4.25% dextrose) therapies were ongoing. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and turbid effluent and was hospitalized that same day. The cause of the peritonitis was a break in aseptic technique. On an unreported date, the patient was treated with vancomycin (500mg in 100cc normal saline solution, ip, frequency not reported), amikacin (25mg loading dose, then 12.5mg, ip per liter of pd solution, frequency not reported), tramadol (500mg, route not reported, as needed) and dolcet (dose, route not reported, three times per day). It was not reported if the patient received re-training on aseptic technique. At the time of this report, the patient remained hospitalized.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.